Manufacturer narrative:
(B)(4). Date of event: the date of the event was not reported. Physical manufacturer: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a health care professional, during the use of a 125cm embovac 71 aspiration catheter (ic71125ca, c51238), the embovac passed through the valve but then, advancing the catheter, dr. Quilici noticed that embovac was kinked close to the hub (approximate 10cm from the hub) . He decide to try to advance more the catheter, applying some force, and to aspirate anyway. So he ¿forced¿ the kinked proximal section of embovac inside to the slit valve of neuronmax. Once he retrieved the embovac, the braidwire reinforcement of the catheter was visible and the polymer jacket was gone. The operator attributes this damage to the pressure exerted to advance the catheter and probably to the type of valve used. No complications were reported for the patient or the procedure. No additional intervention was needed to remove the device from the patient. The procedure was completed by replacing the device with a cat. 6. It was reported that ¿probably¿ excessive force was applied due to high anatomy tortuosity the device is not available for analysis; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device c51238 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿catheter (body/shaft) - kinked/bent- during prep¿, ¿catheter (body/shaft) ¿ cracked¿ and ¿catheter (body/shaft) - exposed braidwire/corewire¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns not to use a catheter that has been damaged in any way. If damage is detected, replace with another device that is not damaged. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction and vessel characteristics(high anatomy tortuosity)may have contributed to the reported issue. By using the kinked catheter and using force as described in the event description, this might have also been contributed to the reported events. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the use of a 125cm embovac 71 aspiration catheter (ic71125ca, c51238), the embovac passed through the valve but then, advancing the catheter, dr. Quilici noticed that embovac was kinked close to the hub (approximate 10cm from the hub) . He decide to try to advance more the catheter, applying some force, and to aspirate anyway. So he ¿forced¿ the kinked proximal section of embovac inside to the slit valve of neuronmax. Once he retrieved the embovac, the braidwire reinforcement of the catheter was visible and the polymer jacket was gone. The operator attributes this damage to the pressure exerted to advance the catheter and probably to the type of valve used. No complications were reported for the patient or the procedure. No additional intervention was needed to remove the device from the patient. The procedure was completed by replacing the device with a cat. 6. It was reported that ¿probably¿ excessive force was applied due to high anatomy tortuosity.